Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, approximately two months post implant procedure and approximately six weeks post leads revision procedure, they compressed their, "device," against a table, with concern that their right atrial (ra) lead, right ventricular (rv) lead and implantable pulse generator (ipg) had potentially migrated. The ipg system remains in use. No patient complications have been reported as a result of this event.